Manufacturer narrative:
(B)(4). The device was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number 8229306, from lot number 0209489517 received; equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Evaluation: when compared to the assembly drawing, there were no anomalies in the construction of the device which would have resulted in the reported malfunction. When viewed under magnification, there was no damage to the plugs or connections. When compared to the harness drawing; the resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.1 ohms, red with clear band = 3.0 ohms, blue = 3.1 ohms, and blue with clear band = 3.1 ohms [all readings are within specification]. Note ¿ there were no short circuits between circuits and no intermittent behavior while manipulating connections. Instructions for use identify multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause.

Event description:
It was reported &#50440;e electrode is short circuit. We replace the new one, it can use.&#55316;here was no patient injury reported.

Manufacturer narrative:
Additional information was confirmed by the user: the issue occurred at the beginning of the case during testing of the electrodes with visual indicator showing a red "x" on the screen demonstrating an issue with the electrode on that side. The emg tube was replaced with another for the case.

Event description:
Additional information was confirmed by the user: the issue occurred at the beginning of the case during testing of the electrodes with visual indicator showing a red "x" on the screen demonstrating an issue with the electrode on that side. The emg tube was replaced with another for the case.